Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) with abdominal pain, anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, alopecia, device monitoring procedure not performed were added and previously reported event preferred term perforation updated to fallopian tube perforation. Reporter, patient demographic information, product lot number added. Product start date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included hemorrhoids, vaginal delivery, miscarriage and depression. Concurrent conditions included endometriosis, endometrial polyp, dysfunctional uterine bleeding, uterine dilation and curettage, menometrorrhagia and situational anxiety. Concomitant products included gabapentin and suboxone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) with abdominal pain, anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (novasure endometrial ablation and d &c). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, anxiety, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia outcome was unknown and the genital haemorrhage, female sexual dysfunction, headache and fatigue had resolved. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. Other relevant history and lab data updated. Outcome of events pelvic pain, bleeding, apareunia, cramping, fatigue and headaches were updated. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) with abdominal pain, anxiety ("anxiety"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, menorrhagia, genital haemorrhage, anxiety, depression, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2017. At the time of the report, the perforation, abdominal pain, pelvic pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.